Manufacturer narrative:
(B)(6). PMA / 510(k) #: there is no 510(k) for this device as it is manufactured outside the us and not sold in the us. Investigation: defect: loose plunger cannot be inserted in perfusor (miscellaneous). It has been received 1 unused sample with open blister of 50pf lot 1611704p. On visual inspection of the sample received no damage or molding defect can be observed in the syringe. The plunger of the syringe received is not loose or tilted. It meets bd procedures. DHR of lot 1611704p has been reviewed not finding any annotation or deviation regarding the alleged defect. During manufacturing process, final products are sampled and subjected to visual inspections according to procedures. Since no manufacturing defect has been found in the sample received, and the characteristics of the perfusor are unknown, the root cause cannot be determined. Process visual inspection printing (B)(4) samples per hour, after any intervention in the equipment or once at the beginning of the shift assembly (B)(4) samples per hour, after any intervention in the equipment or once at the beginning of the shift packing 1 step per hour, after any intervention in the equipment, after a stop of more than 1 hour, once at the beginning of the shift, when film or paper roller are changed, after maintenance. Packaging 1 shelf-package per pallet since no manufacturing defect has been found in the sample received, and the characteristics of the perfusor are unknown, the root cause cannot be determined. (B)(4).

Event description:
It was reported that the plunger of the bd¿ perfusion syringe 14 g x 1 1/4 inch was loose and had difficulty being inserted into the perfusor. No reported medical intervention or serious injury.